Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) battery status in august. The device was explanted in november.